Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that patient underwent a partial hysterectomy at time of mesh implantation. Due to mesh protrusion, dyspareunia, pain and recurrent infections the mesh was removed on (B)(6) 2011 and (B)(6) 2012. The patient also had vaginal reconstruction in (B)(6) 2011.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia, prolapsed uterus, 3rd degree cystocele and rectocele with a paravaginal defect. It was reported that the patient underwent the concurrent procedure of a hysterectomy performed during mesh implantation.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and pelvic floor repair mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01248. The same patient is represented in each medwatch.